Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the string detached from the tampon leaving it inside and had to go to the ER to have it removed. Consumer had painful experience. Multiple attempts made to obtain further information regarding usage of the product however no further information has been received.